Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. They inserted a new battery and it worked but when they attempted to do a bolus the screen went blank again. The customer's blood glucose level was 150 mg/dl. There was a crack on the top right of the screen. They did not know how the damage occurred. The customer also reported that the insulin pump was exposed to moisture in the past but there was no moisture visible in the insulin pump. The customer stated they were sweating and the insulin pump was in a sport belt around her waist. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.